Event description:
It is reported that the pt developed redness after use of the aquacel surgical dressing on the knee, which stayed in place for five days. The first dressing was applied on (B)(6) 2014 and removed related to redness around the wound, on (B)(6) 2014 and redressed with a different dressing other than aquacel surgical.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(6) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.